Event description:
Caller alleged discrepant inratio2 results. Results as follows: husband of patient self tester reported discrepant high results between the inratio2 meter and the lab. Date: (B)(6) 2012, inratio: 2.0, 1st re-test: 2.2, 2nd re-test: 2.7, 3rd retest: 3.0, 4th re-test: 1.6, lab: 1.6; (B)(6) 2012, 4.0, -, -, -, -, 1.6. New finger sticks were used for repeat testing; time between draws: approximately 2-3 hours.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: a) date: (B)(6) 2012: inratio meter result 1=2.0, inratio meter result 2=2.2, inratio meter result 3=2.7, inratio meter result 4=3.0, inratio meter result 5=1.6, reference = 1.6, mean = 2.18, confidence limits = 1.4 - 3.1. B) date: (B)(6) 2012, inratio meter = 4.0, reference = 1.6, mean = 2.80, confidence limits = 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. For b, both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr = 2.0, 2nd inr = 2.2, 3rd inr = 2.7, 4th inr = 3.0, 5th inr = 1.6, mean = 2.30, sd = 0.56, %cv = 24.21. Since %cv is more than 20%, inratio meter results do not pass the criteria for precision. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot #275622 on (B)(4) 2012. Results as follows: donor (B)(6): inratio: 1.9, inratio: 1.9, inratio: 1.8, reference: 1.75, bias threshold: 1.25-2.25, %cv: 3.09; donor (B)(6), 2.9, 3.0, 3.3, 3.29, 2.29-4.29, 6.79. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results ((B)(6) 2012) did not meet accuracy criteria. Analysis of the client's data from repeat inratio tests ((B)(6) 2012) revealed that test results did not meet precision criteria. Root cause could not be determined with the information provided. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required. Corrective action not required at this time. This issue will continue to be tracked and trended.